Manufacturer narrative:
Patient weight is unknown. Date of post-operative device breakage is unknown. Additional product codes for this report include hwc. The reported lot number (50743110) could not be verified as valid for the provided part number. The original implant procedure was performed on an unknown date in (B)(6) 2015. It is unknown if/when a revision procedure was performed. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. As the provided lot number cannot be verified as valid with the part number reported, the device history records cannot be assessed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) nail broke during post-operative rehabilitation. It is unknown at this time if the broken device, which was originally implanted in (B)(6) 2015, has been explanted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The manufacturing date of the subject device lot is apr 7, 2015. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.